Event description:
It was reported the patient developed infection at the ipg site 5 weeks after implant. As a result, surgical intervention was undertaken at an unknown date wherein the entire scs system was explanted.